Event description:
It was reported to boston scientific corporation in 2007, that a resolution clipping device was used in a colonoscopy procedure on a female patient (weight unknown). According to the complainant, the "clip did not separate from the delivery device.... The doctor gently pulled the shaft to separate the clip from the shaft and caused the patient's mucosa [to] tear off together with the clip." Although it was reported that "the procedure was delayed approximately 15 minutes,... There was no increase in bleeding from the mucosa" as a result of this event. The procedure was completed with a competitor's device. No patient complications were reported at the conclusion of the procedure.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A review of both the device history record and product family complaint trend report are in progress; results will be provided in a follow up medwatch report.